Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had pump error alarm on the insulin pump. The customer¿s blood glucose level was 23.4 mmol/l. Alarm occurred more than once after a battery change. Recommended customer refer to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. The test energizer battery was removed from the battery compartment and the pump was monitored. The insulin pump powered up properly after insertion of the battery and no unexpected pump error 23 alarm was noted.